Manufacturer narrative:
(B)(6). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported to baxter that an intermate sv 200 device was found to have a crack at the luer lock, following an infusion on a female patient. Therefore, the sterile fluid pathway was breached. This condition was noticed by the patient as she went to disconnect the device following an infusion of 1gram of ceftriaxone in 100ml of normal saline. The patient reported she received the full infusion without any problems and no leaking was observed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 10; inratio: 6.0; lab: 3.5.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate sv 200 device with a crack at the luer lock/blue winged cap location was confirmed during product evaluation. This condition was likely a result of damage occurring during shipping. This device is a single use device and will be discarded. A batch review was performed revealing an exception report was documented for this lot. However, the issue associated with this exception report is not currently seen as contributing to the customer reported and confirmed problem. Additional information: 5 intermate sv 200 devices, all lot # 10c109, were reported with a crack at the luer lock/blue winged cap location. This medwatch is for device 2 of 5.